Event description:
Following e-stim/mhp (electrical stimulation/moist heat pack), the patient's skin was assessed which revealed increased redness where the e-stim pads had been placed. The patient followed up with provider and skin blistered and will require wound treatment.